Manufacturer narrative:
The device was returned for analysis. Device image indicated that a reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that prior to implant procedure, the pacemaker was interrogated and discovered to be in backup mode. The pacemaker was not implanted, and a different device was implanted instead.